Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the single patient was not cross. The technical support specialist (tss) merge visit message was received and after which the patient disappeared from the station. An admit and register message was received the following morning, but the patient was still not visible on the station. The specialist reached out to the customer and informed that the patient had already been discharged from the hospital, and therefore, the issue no longer needed to be resolved. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, single patient is not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.